Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic results which led her to seek medical attention. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 200mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the purse (customer claims not in humid environment). During the call a back to back blood test was performed by the customer and produced test results of 111 and 135mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 07/25/2020 and open vial date is july 2019. The meter memory was reviewed for previous test result history. (B)(6).

Event description:
Consumer reported complaint for erratic results which led her to seek medical attention. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 200mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the purse (customer claims not in humid environment). During the call a back to back blood test was performed by the customer and produced test results of 111 and 135mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 07/25/2020 and open vial date is july 2019. The meter memory was reviewed for previous test result history. Result 1: 108mg/dl date: (B)(6) 2019, time: 10:03pm non-fasting, result 2: 119mg/dl date: (B)(6) 2019, time: 10:01pm non-fasting, result 3: 303mg/dl date: (B)(6) 2019,time: 7:58pm non-fasting , result 4: 163mg/dl date:(B)(6) 2019, time: 7:32pm non-fasting, result 5: 156mg/dl date: (B)(6) 2019,time: 7:31pm non-fasting, result 6: 253mg/dl date: (B)(6) 2019,time: 7:29pm non-fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.